Event description:
It was reported that on (B)(6) 2014, a 2.25x28mm xience prime stent and 2 xience xpedition stents were implanted in the left anterior descending coronary artery. Good wall apposition was confirmed with intravascular ultrasound (ivus). Approximately 10 months post stent implantation, on (B)(6) 2014, the asymptomatic patient was hospitalized for follow-up diagnostics. The 2.25x28mm xience prime stent was noted to be restenosed. Percutaneous coronary intervention was performed to treat the restenosis and a drug eluting stent was implanted, resolving the issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.